Manufacturer narrative:
The technician rest the scale board and found all bed exit alarm modes functioning as designed.

Event description:
The account alleged the best exit does not alarm. No patient impact.